Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, there was a hole in the tubing of one device resulting in sample leakage. Blood spilled on patient, sampling chair and floor resulting in recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, there was a hole in the tubing of one device resulting in sample leakage. Blood spilled on patient, sampling chair and floor resulting in recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid (1): a0414 - material split, cut or torn (2537/2454/3024). Investigation summary: bd received 2 photos for investigation. The two customer photos show a device with tubing that is cut almost completely through above the female luer connection. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: damaged. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended.